Event description:
The event occurred in china. It was reported that the error message ¿head error¿ occurred on the rotaflow console during preparation for use. It was found that the control board pcba is damaged. The device was replaced with another machine to continue the treatment without consequences and without delay. No harm to any person has been reported. The reported failure ¿head error¿ could lead to the pump stop during treatment, therefore a report in the us is required. Complaint ID: (B)(4).

Manufacturer narrative:
The investigation is ongoing. Further information has been requested but has not yet been received. A follow up medwatch will be submitted when additional information becomes available.

Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
The event occurred in china. It was reported that the error message ¿head error¿ occurred on the rotaflow console during preparation for use. It was found that the control board pcba is damaged. The device was replaced with another machine to continue the treatment without consequences and without delay. No harm to any person has been reported. The reported failure ¿head error¿ could lead to the pump stop during treatment, therefore a report is required. A getinge field service technician was on site for investigation and repair. The reported "head error" could be confirmed by the technician and it was found that the rf control board pcba (article number (B)(4)) is defective and has therefore been replaced. After the replacement the device is working as intended and is back in use. Based on these investigation results the reported "head error" could be confirmed. The following most possible root cause could be determined for the head error: the head error is caused by the hot plug. When the device is in operation and the power plug is plugged in or out the head error occurs and the rota flow drive and / or the control board is damaged. As a result, the rota flow drive and / or the control board has to be replaced. The device history record (DHR) was reviewed on 2024-09-25. There is no indication that manufacturing issues occurred, thus production related influences are unlikely to have contributed to the reported failure. The device was manufactured on 2023-10-11. For the affected serial number within the timeframe of the search no additional complaint was found for the same issue. In order to avoid reoccurrence of the reported failure, the customer will be informed by the getinge sales and service unit (ssu) to follow the chapter in the instruction for use heart-lung support system rotaflow system/ 4.4 / en / 15. Chapter 4.1.3: switch off the rotaflow console on/off switch before connecting the rotaflow drive to or disconnecting it from the rotaflow console. Otherwise, the rotaflow console may be damaged. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.